Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated that the 8-15 lead were all 40k. Contact 11 still showed as green but value was 40k. The rep changed programming to utilize only the 0-7 lead. Patient getting great relief. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Information was received from multiple sources (manufacturer representative, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were both high and low impedances. The following electrode pairs were 40000 ohms: 0, 8, 0, 9, 0, 10, 0, 12, 0,13, 0, 14, 0, 15, 1, 8, 1, 9, 1, 10, 1, 12, 1, 14, 1, 15, 2, 8, 2 & 9, 2, 10, 2, 12, 2, 15, 3, 8, 3, 9, 3,10, 3, 12, 3, 13, 3, 14, 3, 15, 4, 8, 4, 9, 4, 10, 4, 12, 4, 13, 4, 14, 4, 15, 5, 8, 5, 9, 5, 10, 5, 12, 5 & 13, 5, 14, 5, 15, 6, 8, 6, 9, 6, 10, 6, 12, 6, 13, 6, 14, 6, 15, 7, 8, 7, 9, 7, 10, 7, 12, 7, 13, 7, 14, 7, 15, 11, 12, 11, 13, 11, 14, and 11, 15; the following electrode pairs were -1 ohms: 8, 9, 8, 10, 8, 11, 8, 12, 8, 13, 8, 14, 8 & 15, 9, 10, 9, 11, 9, 12, 9, 13, 9, 14, 9, 15, 10, 11, 10, 12, 10, 13, 10, 14, 10, 15, 12, 13, 12, 14, 12, 15, 13, 14, 13, 15, and 14, 15.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the following electrode pairs were 40000 ohms: 0 <(>&<)> 8, 0 <(>&<)> 9, 0 <(>&<)> 10, 0 <(>&<)> 11, 0 <(>&<)> 12, 0 <(>&<)> 13, 0 <(>&<)> 14, 0 <(>&<)> 15, 1 <(>&<)> 8, 1 <(>&<)> 9, 1 <(>&<)> 10, 1 <(>&<)> 12, 1 <(>&<)> 13, 1 <(>&<)> 14, 1 <(>&<)> 15, 2 <(>&<)> 8, 2 <(>&<)> 9, 2 <(>&<)> 10, 2 <(>&<)> 11, 2 <(>&<)> 12, 2 <(>&<)> 13, 2 <(>&<)> 14, 2 <(>&<)> 15, 3 <(>&<)> 8, 3 <(>&<)> 9, 3 <(>&<)> 10, 3 <(>&<)> 11, 3 <(>&<)> 12, 3 <(>&<)> 13, 3 <(>&<)> 14, 3 <(>&<)> 15, 4 <(>&<)> 8, 4 <(>&<)> 9, 4 <(>&<)> 10, 4 <(>&<)> 12, 4 <(>&<)> 13, 4 <(>&<)> 14, 4 <(>&<)> 15, 5 <(>&<)> 8, 5 <(>&<)> 9, 5 <(>&<)> 10, 5 <(>&<)> 11, 5 <(>&<)> 12, 5 <(>&<)> 13, 5 <(>&<)> 14, 5 <(>&<)> 15, 6 <(>&<)> 8, 6 <(>&<)> 9, 6 <(>&<)> 10, 6 <(>&<)> 11, 6 <(>&<)> 12, 6 <(>&<)> 13, 6 <(>&<)> 14, 6 <(>&<)> 15, 7 <(>&<)> 8, 7 <(>&<)> 9, 7 <(>&<)> 10, 7 <(>&<)> 11, 7 <(>&<)> 12, 7 <(>&<)> 13, 7 <(>&<)> 14, 7 <(>&<)> 15. The following electrode pairs were -1 ohms: 8 <(>&<)> 9, 8 <(>&<)> 10, 8 <(>&<)> 11, 8 <(>&<)> 12, 8 <(>&<)> 13, 8 <(>&<)> 14, 8 <(>&<)> 15, 9 <(>&<)> 10, 9 <(>&<)> 11, 9 <(>&<)> 12, 9 <(>&<)> 13, 9 <(>&<)> 14, 9 <(>&<)> 15, 10 <(>&<)> 11, 10 <(>&<)> 12, 10 <(>&<)> 13, 10 <(>&<)> 14, 10 <(>&<)> 15, 11 <(>&<)> 12, 11 <(>&<)> 13, 11 <(>&<)> 14, 11 <(>&<)> 15, 12 <(>&<)> 13, 12 <(>&<)> 14, 12 <(>&<)> 15, 13 <(>&<)> 14, 13 <(>&<)> 15, 14 <(>&<)> 15.